Event description:
It was reported that the bur was still spinning when the maestro universal footpedal was not engaged during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The device was used to successfully complete the procedure.

Manufacturer narrative:
During failure analysis, the reported event of the device remaining activated was not confirmed. Upon disassembly, no component failure was found that would cause or contribute to the reported event. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.

Event description:
It was reported that the bur was still spinning when the maestro universal footpedal was not engaged during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The device was used to successfully complete the procedure.

Event description:
It was reported that the bur was still spinning when the maestro universal footpedal was not engaged during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The device was used to successfully complete the procedure.

Manufacturer narrative:
The product number of concomitant product was corrected. Also, the serial number for this device was provided by the user facility.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.